Manufacturer narrative:
D.4 UDI (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 3 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient is being evaluated for a transcatheter heart valve (thv) in thv procedure, and a surgeon has been consulted regarding the potential intervention. Recent assessments indicated that the valve is well seated; however, the leaflets were not well visualized. Mild regurgitation was noted, with no significant paravalvular regurgitation observed. Aortic valve replacement (avr) indices demonstrated a peak velocity of 3.8 m/s, a mean gradient of 32 mmhg, a valve area of 0.52 cm2, and an aortic valve doppler index (av di) of 0.20. These findings are consistent with prosthetic valve stenosis.